Manufacturer narrative:
H10 - the reported complaint of tubing separation could not be confirmed. There were no used 011-46103-30 monitoring kits returned for investigation. No photographs or videos were provided by the customer for evaluation. However, two (2) new same lot samples were provided for investigation. Both of these samples were visually examined and no anomalies were observed across the sets. Further, the sets were found to meet product specifications for bond strength of the representative bonds described in the complaint.

Manufacturer narrative:
The device has been discarded by the customer and will not return for evaluation. The reported complaint cannot be confirmed without the returned sample. The lot # 3898630 was reviewed and there were no relevant non-conformance found.

Event description:
The event involved a transpac it monitoring kit that the customer reported disconnected between the extension set and the 3 way tap. No additional information was provided.